Manufacturer narrative:
(B)(4). A carefusion certified 3rd party service technician field serviced the suspected device. The reported issue was confirmed and the patient sensitivity was change from set 1 to set 2 on the ventilator. The reported issue was resolved and returned to the customer. Return good authorization was assigned for suspected device to be received by manufacturer for further evaluation if needed.

Event description:
The customer reported complaint that the lap top ventilator was auto-cycling during set-up. There was no patient involvement associated with the reported complaint.